Manufacturer narrative:
Other applicable components are: product ID 3057 lot# unknown, implanted: (B)(6) 2018, product type: screening, device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urge incontinence and urgency-frequency. It was reported that the patient's controller keeps circling with looking for device and she feels that her leads may have moved because she has not urinated since 7:00 am. There were no further complications or anticipations reported with this event.